Manufacturer narrative:
H6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips appeared to be partly closed. There was no adverse patient consequence.